Event description:
Defibrillator pads in place, attempted to defibrillate at 100 joules & system failed. Placement & connectors were checked; recharged defib & it failed to recharge defib & it failed to discharge again. Re-check done, CPR in progress, system recharged, pt defibrillated at 200 joules, converted to sinus rhythm rate 60. Facility biomed dept found the defibrillator to be functional. Pads were not saved. Nurse in panic attempted to change to paddles but was unable to release multi function cable & damaged the cable in the process. Cable sent to MFR.